Event description:
Patient was revised to address cup loosening, which caused pain.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search did not show any additional reports against the product lot code. Supplied x-rays confirm device loosening. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd (B)(4) 2013 - pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. The FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, dislocations and loss of mobility. A liner is now being reported to address these issues. Depuy considers this complaint closed at this time.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.